Event description:
Related manufacturer reference number: 2017865-2024-60819. It was reported that the right atrial and the right ventricular leads exhibited oversensing noise and inappropriate mode switch was on. It was noted that this could be caused by damage to the coating of the leads. Programming changes were performed, and the physician will continue to monitor. There were no patient consequences.